Manufacturer narrative:
The event is confirmed with medical records received. Medical notes were reviewed and identified patient is having pain. The patient has no significant tenderness with a range of motion of the hip but describes pain in the groin and is utilizing a walker. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical device: bone screw, # item 00625006530, lot#61152382; femoral stem 12/14 taper standard offset, # item 00771101010, lot# 60433196; trilogy acetabular system shell, # item 00620005622, lot#61151014 trilogy longevity crosslinked polyethylene, # item 00630505636, lot# 62794921; bioloxâ® option, head, # item 00877703604, # lot unk. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00512, 0001822565-2019-02865, 0002648920-2019-00513 and 0002648920-2019-00514. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on a follow up visit it is noted the patient is experiencing pain in the right hip rated at a 7 and described as aching, sharp. She has no significant tenderness with range of motion of the hip but describes pain in the groin and is utilizing a walker.